Event description:
It was reported that the patient experienced a painful implantable pulse generator (ipg) pocket and pain at the implantable neurostimulator site following implantation of the implantable neurostimulator 97715 intellis sensor and lead 977c165. The patient also reported a return of pain. Device removal was performed, and the implantable pulse generator (ipg) was explanted at the patient's request due to the painful pocket. The issue was resolved following explant. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.